Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
Us distributor reported that the patient had developed a red, blistery rash under the front therapy electrodes. The patient's physician prescribed an unknown cream for the irritation. The patient reported that the irritation had healed.